Event description:
It was reported that due to a failure/malfunction the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device was implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. There were leaks in both cylinders and reservoir adapter due to sharp instrument and tool damage consistent with explant damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a failure/malfunction the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device was implanted. Should additional information be received a supplemental report will be submitted.